Event description:
It was reported that on (B)(6) 2023, during a selenia dimensions procedure, the c-arm moved uncommanded. No injury to the patient or staff was reported. A field engineer examined the equipment and could not recreate it even with the customer, but the switches left were sticky, replaced switches and the system returned to the customer operating as the manufacturer intended. No additional information is available.